Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, with no recurrence of the malfunction code. The customer was advised to call back if the issue recurred and acknowledged the instructions.